Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl via an implantable pump for non-malignant pain. It was reported the patient's pump had not been working correctly since october of last year (2018). The patient was sent to a surgeon who replaced the pump (B)(6) 2019. No further complications were reported or anticipated.